Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device would work only intermittently. The device and extension cable were replaced and the issue continued. The account then discovered that adaptor cable connecting the extension cable to the power supply needed to be held in a certain position for the device to function properly. The hospital did not report any pt effects.